Manufacturer narrative:
Additional information as of 2-jan-2020: initial report reference number (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 291, 273, 270, 241 and 273 mg/dl. The customer¿s expected fasting blood glucose test result range is 120 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Customer had stored the test strips incorrectly by leaving them in a hot car. Customer did not have another vial of test strips. The test strip lot manufacturer¿s expiration date is 01/31/2021. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 02-may-2020: h6: updated FDA's method code. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.